Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported no complaint against right device. Healthcare professional later reported "rupture." The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device in the posterior side assessed, as a surgical impact opening. And missing shell assessed, as inconclusive (shell thickness was within specification). Additional observations: observed, creases on the device. Observed ,stress marks on the device. Observed, wear abrasion on the device. No further actions are required, as the device was implanted.

Event description:
Healthcare professional reported, no complaint against right device. Healthcare professional, later reported, "rupture". The device has been explanted.